Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced displayable history crc check failed at startup, signal too low alarm, unexpected restart and motor error alarm. The customer's blood glucose value was unknown. The customer reported the drive support cap to appear normal. The customer stated that the pump was not exposed to high magnetic field. The customer declined to perform self-test. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No external ram crc error, unexpected restart, displayable history crc check failed, excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on the data report. No history anomaly noted. The insulin pump had cracked battery tube threads and minor scratched display window.